Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed, during which fluid loss due to a hole in the reservoir was noted. All components were removed and replaced. No patient complications were reported.